Event description:
Customer reported via phone call that the insulin pump alarmed button error. Customer stated that the insulin pump was accidentally exposed to water. Blood glucose value was 314 mg/dl; treated with manual injection. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. It was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. Device had minor scratched display window, cracked case at display window corner, cracked reservoir tube and cracked reservoir tube lip. Device had moisture damage on lcd board.